Event description:
At about 50 days from the application, two bone screws were broken. No pt effects were reported apart that the broken tips of the screws were left in pt humeral bone. (B)(4).

Manufacturer narrative:
The event did not meet the requirements of mandatory report, as there are no adverse effects on pt. Following the indications provided in the "public health notification: unretrieved device fragments" issued on (B)(4) 2008, orthofix srl decided to report this kind of events, on a voluntary base. The broken screws, received on (B)(4), were sent to an external laboratory for chemical analysis. The technical analysis performed on the returned devices evidences their compliance with orthofix design specs. The x-rays eval made by external medical evaluator, confirmed that the event was not device related. The breakage is related to the incorrect selection of the screws size (the wrong diameter of screw was chosen and the wrong thread length). The indication for the correct screws selection are listed in the orthofix leaflet pq exf: screw length and thread length should be selected in accordance with bone and soft tissue dimensions. The screw thread is conical in design and tapers, for example, from 6.0 to 5.0 mm between the shaft and the tip of the standard orthofix screws, or from 6.0 to 5.6 mm in the xcaliber screws. Thread length should be such that at least one full thread will remain outside the entry cortex and the screw tip will project just beyond the second cortex. Screw diameter should be selected in accordance with bone diameter: for a bone diameter greater than 20 mm, 6-5 or 6-5.6 m bone screws should be used; for a bone diameter between 12 and 20 m, 4.5-3.5 mm bone screws; and for a bone diameter between 9 and 12 mm, 3.5-3.2 mm bone screws should be used. Anyway, a fragment of the screws was left in the pt's bone. This did not lead to any adverse effects to the pt. This is the reason for this voluntary reporting. Orthofix continues monitoring the products on the market. Add'l lot # and device manufacture date: g160 and 10/2010.